Event description:
It was reported that in (B)(6) 2011, the patient had a seizure in the car and the device had to be shut off. It was noted that the patient was fine the next day.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v389407, implanted: (B)(6) 2010, , product type: lead. Product ID: 3387s-40, lot# v372858, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).